Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of about 40 mg/dl at the time of the incident. The customer used soda and was given glucose and glucogel to treat the low. The customer experienced symptoms such as feeling weak. The customer was not wearing the insulin pump during the incident, within less than 48 hours. The customer levels would go up to 424 m/dl and stay high even after a bolus. The customer used manual injections to treat the high. Troubleshooting was not completed as the customer declined. Customer wanted compensation for his sun glasses that broke during the incident. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. No over delivery or under delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using carelink. Device had minor scratched display window, a small crack on the display window, scratched case, scratched reservoir tube window and cracked reservoir tube lip.